Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The dock connector board was evaluated by zoll medical corportation. The customer's report was duplicated and attributed to a faulty transient voltage suppressor diode on the dock connector board. The dock connector board was scrapped after testing. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The device was evaluated by zoll japan. The customer's report was duplicated and attributed to the dock connector board and the rear case esd board. The dock connector board and the rear case esd board will be replaced to resolve the report. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.